Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence when attempting to load multiple new cartridges. Additionally, it was reported that a cartridge alarm (alarm 19) occurred during the load sequence. Blood glucose level was 169 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.